Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "customer stated that the guard has slid down the handle exposing the blade on multiple occasions. They did not know for certain the number of occurrences or if the problem occurred with multiple sets of handles and guards. The customer also state that patient intervention was required on two occasion". Additional information received states that "the surgeon spoke with me during the second patient injury event. I have no direct knowledge of the first event. During the second event the surgeon attempted to debride the burn wound in the standard fashion. This resulted in slicing through all dermal layers into the subcutaneous fat. The surgeon then had to repair the lacerated wound". A new device was used to complete the procedure.